Event description:
It was reported that noise oversensing was present on this right ventricular (rv) lead. Oversensing of noise resulted in inappropriate anti-tachycardia pacing (atp) to be delivered. Provocation maneuvers were performed. And the rv noise was reproduced with manipulation. The rv lead was subsequently surgically abandoned and a new rv lead was placed. No additional adverse patient effects were reported.